Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 520 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.